Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture of the patient¿s right ventricular (rv) lead was noted radiographically. The rv lead was capped and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.